Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio control to report that their device had unexpectedly lost power while monitoring a patient. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio control evaluated the customers device and was able to verify the reported issue in a review of the electronic patient records. After replacing of the power pcb assembly and other unrelated repairs a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A replaced power pcb assembly was further evaluated in the pac and the reported issue was not duplicated or verified. Root cause could not be determined.

Event description:
A customer contacted physio control to report that their device had unexpectedly lost power while monitoring a patient. There were no reports of adverse effects to the patient as a result of the reported issue.